Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 600 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated manual bolus. Customer was neither in emergency room, nor admitted into hospital. Customer declined troubleshooting for low blood glucose. Customer allege insulin pump was under delivering and response was bent needle on infusion set. The insulin pump will not be returned for analysis.